Manufacturer narrative:
H10: per the information obtained from the customer, the subject device was returned to olympus without reprocessing being conducted/completed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the subject device being returned to olympus without reprocessing being conducted/completed. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found clogging the biopsy channel, other evaluation finding are as follows: there was foreign material in the light guide rod; the biopsy channel and the mouthpiece pin had a leak; the insulation resistance value at the plastic distal end was not within standard value; the lens glue and the charged coupled device cover lens glue were discolored; the bending section cover was porous; and there was a scratch pocket on the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that video cable prosthesis was blocked in the demo duodenovideoscope's channel during a therapeutic procedure. There was no report of patient harm. The device was returned, evaluated, and there was a foreign material clogging the biopsy channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.